Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer faced a message stating that the patient clearance was insufficient. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found that the trumpf table was at the motion limit. The tse advised the customer to reposition the trumpf table. The issue persisted so the tse had the customer restart the system, but the issue returned again. The customer disabled universal surgical manipulator (usm) 1 and was able to continue as a three-arm procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.

Manufacturer narrative:
The universal surgical manipulator has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported issue via system logs nor reproduce the issue during in-house testing. Complaint details reported message that patient clearance was sufficient. The unit was tested on an in-house system in normal mode with no triggered errors. Unit was also tested on a patient side cart fixture test platform (pftp) where all test passed. No signs of damage during visual inspection. The axes controller spar connector (acsc) was found to be the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.